Event description:
Caller states she tested 4.3 inr and 3.3 inr on the coaguchek xs system. Caller states she took half of a coumadin, documented as 5.0 mg, after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.